Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin did not deliver and they were not getting any no delivery alarm. Customer's blood glucose level was unknown. Customer reported that the insulin pump making grinding noise during rewind. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind, self test, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No excessive no delivery/occlusion alarm noted. No unexpected rewind anomalies noted. No unexpected audio/vibrate alarm anomalies noted. (B)(4).